Event description:
Reportedly, during the follow-up performed on (B)(6) 2018, it was observed that the ventricular lead impedance curve suddenly increased and was then saturated at 3000 ¿. Measurements performed during the follow-up were saturated at 3000 ohms in both unipolar and bipolar configurations. Ventricular pacing failure was also reported in each configuration with an output of 5.0 v /0.35 ms, but not with an output of 7.5 v/0.35 ms. The ventricular output was then reprogrammed to 7.5 v/0.35 ms. During the re-intervention performed on (B)(6) 2018, the atrial lead impedance was measured at 230 ohms with a pacing system analyzer (psa). The atrial and ventricular leads were capped and abandoned in the patient¿s body. The subject pacemaker was also replaced and disposed of at the hospital. The procedure was completed after the implantation of a new pacing system. Preliminary analysis results revealed that a ventricular lead issue is suspected. Based on available data, an atrial lead issue could not be excluded.

Event description:
Reportedly, during the follow-up performed on 27 august 2018, it was observed that the ventricular lead impedance curve suddenly increased and was then saturated at 3000. Measurements performed during the follow-up were saturated at 3000 ohms in both unipolar and bipolar configurations. Ventricular pacing failure was also reported in each configuration with an output of 5.0 v/0.35 ms, but not with an output of 7.5 v/0.35 ms. The ventricular output was then reprogrammed to 7.5 v/0.35 ms. During the re-intervention performed on (B)(6) 2018, the atrial lead impedance was measured at 230 ohms with a pacing system analyzer (psa). The atrial and ventricular leads were capped and abandoned in the patient¿s body. The subject pacemaker was also replaced and disposed of at the hospital. The procedure was completed after the implantation of a new pacing system. Preliminary analysis results revealed that a ventricular lead issue is suspected. Based on available data, an atrial lead issue could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.